Event description:
One of the pumps was indicating upstream occlusion during a patient's infusion and had a red light on the screen but never alarmed. The patient reported this and we witnessed it in the clinic. Because he didn't know it wasn't infusing, it added several hours to his infusion time. The patient had another upstream occlusion alert. The patient confirmed that there were no bends/kinks in the tubing and there was no visible debris. Restarted the pump and the infusion resumed successfully. This was the 3rd time that there would be an "upstream occlusion" alert.

Manufacturer narrative:
It was reported that one of the pumps was indicating upstream occlusion during a patient's infusion and had a red light on the screen but never alarmed. The patient reported this and we witnessed it in the clinic. Because he didn't know it wasn't infusing, it added several hours to his infusion time. The patient had another upstream occlusion alert. The patient confirmed that there were no bends/kinks in the tubing and there was no visible debris. Restarted the pump and the infusion resumed successfully. The pump was received on 4/1/2024. The pump's event log was pulled as part of the investigation and upon review it was noted that there were several upstream occlusion alarms in the infusion history, 102 in total, as reported by the end user but this does not mean that the volume on the pump alarmed as well. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device not performing to specification. This complaint has been reviewed, evaluated, and determined to be a part of ongoing CAPA. If there is additional information on the device, this complaint will be reopened to update the record.